Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with normal contrast to the display screen and functional auditory and vibratory features. There was no moisture or corrosion observed inside the pump. The complaint of a blank display screen could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and reported a blank display screen. The patient reportedly received a "low battery" alarm. The patient reportedly replaced the battery using a new lithium battery; the pump would vibrate and beep but the display screen was blank. During troubleshooting, customer support (cs) had the patient change out the battery again and the same issue occurred. There was no reported adverse event associated with this complaint. This complaint is being because the reported issue was not resolved during troubleshooting.